Manufacturer narrative:
The insulin pump received with no button response due to moisture keypad traces. No button error during testing. The insulin pump received with cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose was 143 mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further information was given.